Event description:
Customer reported that a g-5050 clamp had a small stress fracture which was noticed following sterilization and prior to placing into a tray. The clamp was discarded by the customer and a replacement was purchased.